Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced the device not functioning properly. Upon revision, the physician confirmed that the fluid loss was caused by a leak in the system and was found in the balloon. The balloon was replaced. There were no patient complications.